Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, logs shows frequent alarm 388/271 error codes. Told the customer to perform o2 valve offset calibration. Most likely, the faulty insp clock is causing the issue. However, root exact cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us giving alarm 388 - no o2 dosing possible. Furthermore, there was no patient associated with the event.